Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2018, product type: lead ,product ID: 977a260, serial#:(B)(4),implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient¿s implantable neurostimulator (ins). It was reported that it has been difficult improving the patient¿s pain. The hcp felt that with more time he would be able to get the patient better pain relief, but the patient wants to have it removed. The hcp said he has counseled the patient about realistic expectation and the options to reprogram. The system was explanted (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Fdm corrected (B)(4). If information is provided in the future, a supplemental report will be issued.